Event description:
The facility reports the resident was on the toilet. The caregiver was raising the patient when she slid out and fell onto the floor. This occurred in the patient's room. Resident sustained bilateral proximal femoral fractures.